Event description:
A malfunction was reported on the pump, displaying malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump and provided instructions to call back if the malfunction code recurred, after which the customer continued to use the pump without further issues.